Event description:
Spontaneous inbound call from patient's infusion nurse debbie, stating that on (B)(6) 2020 the current curlin pump made a long high pitched beep a few minutes into the infusion and the screen went into a blank blue screen. She tried turning off the pump and turning it back on again with no resolve. She will need a new curlin pump sent before patient's next infusion. Unknown if pt missed a dose; no adverse event reported; device is available for return; unknown lot/expiration. No further information provided curlin pump is used to infuse gamunex-c 10% at dose and frequency listed above. No other information, details, or dates were reported. Indication -non familial hypogammaglobulinemia and common variable immunodeficiency, unspecified.